Event description:
Device was used to administer medication (tpa). Step 1 - pump set rate of 450cc w/15 cc med. Step 2 - pump set rate of 100 cc w/50 cc med. Step 3 - not able to start. Bottle of medication empty. Should have been 35 cc left in bottle.